Event description:
A malfunction was reported with the pump, but there were no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if the malfunction code reappears. The customer understood these instructions.